Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol cap(B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that during a PICC line replacement, the wire became stuck and could not be withdrawn through the catheter. The procedure was completed by placing the PICC line through the peel-away sheath without a wire. There were no injuries or additional procedures as a result of this issue.